Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 3 used and half filled easypump ii lt 100-50-s without packaging and 2 easypump ii lt 100-50-s in original packaging. The samples were taken to a visual inspection. Pre-damages that would lead to a malfunction were not detected on the 5 received samples. In as-received condition on 3 used samples the white clamp is open and the patient connector was closed with a white closing cone, the original wing cap was not handed over from the customer. Further on, we detected solution at the filling port (lli-cones) and at the patient connector (lla-cone) of the 3 used samples. Furthermore we detected crystallized drug residues at the patient connector (lla-cone) of 2 used samples. The 5 pumps were filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for 60 minutes 2 used pumps did not work (solution was not running). After these 60 minutes leakages were not detected. The pump did work immediately (solution was running) on the other 3 samples. Leakages was not detected on the samples. Flow rate test at the samples with flow: nominal: 2 ml/h. Actual: used samples: sample 1: no flow sample 2: no flow sample 3: 2.7 ml in 1 h; 5.6 ml in 2 hrs; 44.3 ml in 25 hrs original packed samples: sample 4: 2.3 ml in 1 h; 5.0 ml in 2 hrs; 51.1 ml in 25 hrs sample 5: 2.9 ml in 1 h; 5.9 ml in 2 hrs; 54.0 ml in 25 hrs. A slow flow (as described by the customer) could not be determined on 3 samples with flow. The 2 blocked samples are not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump did not empty within the expected time.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, slow flow rate is a known error pattern and corrective and preventive actions are in progress / have been implemented.